Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred twice on (B)(6) 2010, which could not be duplicated during testing. The black box confirmed that the pump was in use until (B)(6) 2010, with no further incidents. A cracked battery compartment was observed, but no damage to the force sensor assembly or display flex was discovered. A force sensor calibration test confirmed that the sensor is detecting force accurately.

Event description:
The pt reported that the pump alarmed that no cartridge was detected. The alarm was followed by loss of prime warnings. He confirmed that there was a cartridge in the pump and that there is insulin in the cartridge. The pt confirmed that the cartridge cap was secure and there has been no trauma to the pump. He stated that he has not experienced blood glucose excursions related to this issue.